Manufacturer narrative:
The insulin pump passed the displacement test, active current test and self test. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump alarmed insert battery and low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.